Manufacturer narrative:
(B)(4). The aneurysm was excluded and timi flow was iii. The patient had experienced chest pressure during the procedure and mild soreness overnight. As of (B)(6) 2017, the patient is ambulating and feeling well. Patient serum protein is elevated and albumin is low. The patient was discharged home. There were no reported adverse patient sequelae. No additional information was provided. Concomitant devices: guide catheter: medtronic jr-4, stent: 3.5x30mm resolute onyx ; 4.5x30mm resolute onyx; 4.0x19mm rx graftmaster , other: asahi corsair microcatheter. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The miraclebros 6 guide wire and the 4.0x19mm rx graftmaster stent are being filed under separate manufacturing report numbers.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a large aneurysm in a 99 to 100% occluded, heavily calcified lesion in the mid right coronary artery (rca). A non-abbott guide wire was advanced via right common femoral artery access into a non-abbott guiding catheter and crossed the aneurysm into the posterior descending coronary artery with difficulty due to patient anatomy. An attempt was then made to exchange the guide wire for a non-abbott atherectomy wire, but these wires were unable to be exchanged, despite advancement assistance attempted with an asahi corsair microcatheter, a 1.25x12mm non-abbott balloon catheter, and a non-abbott spiral catheter. The non-abbott guide wire was, thus, pulled back to a less occluded vessel area to facilitate advancement of another non-abbott guide wire, then a miraclebros 6 guide wire, using the spiral catheter for advancement support, but, after attempting to cross for an hour, these guide wires were unable to cross the lesion. The lesion was re-wired using a whisper es guide wire, followed by advancement of the spiral catheter. Pre-dilatation, atherectomy, additional pre-dilatation, then stenting of the distal rca with a 3.5x30mm non-abbott stent was then performed. As the aneurysm had become severely enlarged at an unspecified point during the procedure, and was at risk of rupturing, a 4.0x19mm rx graftmaster covered stent system was advanced and the stent was deployed at 16 atmospheres (atm) in the mid rca. A 4.5x30mm non-abbott stent was then deployed proximally at 18 atm. The graftmaster was then post-dilated to 18 atm with a 4.5mm non-abbott balloon; post-dilatation of the other two stents was also performed with this balloon.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of aneurysm, angina, and pain are listed as known adverse events associated with the use of a coronary device in the native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.